Event description:
This was a transplant donor case where the signia stapler device was used for the vessel cross clamping. Per the surgeons, the device sealed on both ends but there appeared to be incomplete closure in the mid-section. Right after firing the stapler, a brisk arterial bleeding was noticed from the midportion of the arterial stump.